Manufacturer narrative:
Device eval summary: based on an eval provided by a matallurgy specialist and an investigation into the history of the mfg process of the clamps which fractured, the following conclusion was made. The clamp fracture was due to the presence of three conditions in combination. First, the presence of a stress concentration due to the geometry of the fillet at the transition of the box lock to the jaw (90 degree angle). Secondly, the presence of hydrogen (in the stressed fillet transition) in the material as a result of the passivation process. Thirdly, the subsequent reprocessing of the parts which consisted of annealing, rebending, and rehardening after the initial assembly and hardening of the parts. The presence of any one of the abouve conditions alone, would not render the part defective; however, the three conditions in combination may produce a part which could potentially fracture due to brittleness. Mfg changes have been implemented to address the conditions identified above. Reprocessing to include annealing and rehardening has been eliminated. Potential embrittlement secondary to passivation will be controlled by adding a 375 degree fahrenheit baking operation after the passivation process which elimates any hydrogen entrapment within the material. Hydrogen entrapment could result in a weakened part and thus will be eliminated. Additionally, the stress concentration due to the geometry of the part will be radiused to reduce the concentration of the stress at the trasnition from the box lock to the jaw.

Event description:
During a thoracic surgical procedure, the clamp broke. The incident took place during heart surgery and a substantial amount of blood was lost before another clamp was placed. No pt complications reported.